Event description:
The patient was revised because of loosening.

Manufacturer narrative:
Examination was not possible, as no product was returned. A search of the warsaw and international complaint database did not find any additional reports of this nature for the two product code/lots identified since their respective release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should the product or additional info that changes this conclusion be rec'd, the investigation will be reopened.